Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in damaged condition with cracked housing. Investigator's unable to download event history log for review. The customer's reported problem was confirmed. During investigation the device was powered up and alarmed ec1260 which according to the investigation is a corruption of the memory of the circuit board. According to the investigation, the reported problem was caused by the corruption circuit board. Service's replace the corruption circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed an error 1260. There was no patient involvement.